Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during a bolus delivery and pumping stopped. The user's blood glucose (bg) level was 281 mg/dl. The user addressed bg level with a bolus. Reportedly, the user successfully loaded a new cartridge.